Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.

Event description:
The customer reported a falsely depressed sodium result on the architect c8000 analyzer. Sample ID (B)(6) generated an initial result of 108 mmol/l and retest generated 141.43 and 140.89 mmol/l. The customer uses a normal range of 135 to 146 mmol/l. No specific patient information was provided and no adverse impact on patient management was reported.

Manufacturer narrative:
The abbott field service representative (fsr) determined that the tip of the sample probe had a small burr which could have contributed to the discrepant patient result. The fsr replaced the sample probe and determined that the ict reference cup was worn out and it was also replaced. Both the sample probe and the ict reference cup were determined to be likely causes for the discrepant ict results. No additional discrepant results have been generated on (B)(4) since these parts were replaced. A review of the architect serial (B)(4) service history identified no additional contributing factors and no subsequent issues have been reported since replacement of both parts. A review of complaint and trending data for the sample probe and the ict reference cup identified no issues or trends. A review of the tracking and trending data in the product monitoring review for clinical chemistry systems revealed no systemic issues or adverse trends related to the erratic/discrepant result issue described in this complaint. Labeling was reviewed and sufficiently addresses the customer's issue. No systemic issue or deficiency of the architect c8000 analyzer was identified.